Event description:
It was reported that the system 9800 displayed iris pot error and that the collimator was closed. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Discovered that the cable leading to the collimator was defective with broken connector wires. The cable was repaired. As a proactive measure it is planned to order a replacement cable to be installed at a later date. The system was tested and found to be working as intended and placed back into service.